Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed pump error alarms and physical damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08575 inches. The pump was monitored and no e/a alarm noted. Successfully downloaded history files and traces using thump. In further review of the formatted history file 2 days prior to the event date of 07-aug-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 08/07/2025 07:07:00.000. 08/07/2025 08:47:00.000. Lostsensor2alert (781) was found on: 08/07/2025 07:23:00.000. 08/07/2025 09:03:00.000. Sensorsignalnotfound (796) was found on: 08/07/2025 09:36:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 08/07/2025 16:59:55.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 61 (stuck key alarm) was found on: 08/06/2025 09:15:12.000. Pump error 4 alarm was found on: 08/07/2025 07:39:08.000. Pump error 15 alarm (filenumber 38 linenumber 442) was found on: 08/07/2025 07:39:08.000. Pump error 23 alarm was found on: 08/07/2025 07:39:10.000. Pump error 4 alarm and pump error 15 alarm (filenumber 38 linenumber 442) were confirmed according in the formatted history file, suspected on hw. Pump error 23 alarm was expected since the pump restarted due to pump error 4 alarm and pump error 15 alarm. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.53 mv). Pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case of the pump during analysis. The pump passed all the required testing. However, e/a alarm, pump error 4 alarm and pump error 15 alarm (filenumber 38 linenumber 442) were confirmed according in the formatted history file, suspected on hw. Also, pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.